Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system. The device was bloody, and the implant in the sheath. Analysis of the returned device included microscopic and visual inspection of the tip, sheath, implant and hypotube/core wire. Inspection revealed tip damage (tricuts flared/abrasions), sheath damage (abrasions), numerous small kinks in the sheath, and anchor damage. Inspection of the rest of the device found no other damage or defect. (B)(6).

Event description:
Reportable analysis completed on 27 october 2019: it was reported there was difficulty deploying the closure device. A left atrial appendage (laa) closure procedure was being performed. Resistance was felt when advancing the watchman truseal single curve access system (was) through the patient's tortuous anatomy, so it was exchanged for a double curve was. Severe resistance was still felt with the new was and a kink occurred near the base of the was. A new double curve was inserted into the laa and a 27mm watchman laa closure device and delivery system (wds) was inserted into the was and the closure device was deployed. However, severe resistance was felt upon deployment which caused the closure device to be in an incorrect position. A full recapture was performed and a new 27mm watchman closure device was successfully implanted. However, device analysis revealed kinks in the sheath of the wds.